Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine interrogation, lead noise was observed. The physician elected to monitor the leads. The patient was completely asymptomatic to the episodes and remains well.

Event description:
New information received notes another event of ra and rv lead noise with inhibited pacing was observed. The noise was unable to be reproduced with isometric tests. This did appear to be a lead integrity issue. The patient has a good underlying rhythm, so there are no adverse events at this stage. The physician elected not to make any changes to patient management at this time.